Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Returned to manufacturer: yes. Date returned to manufacturer: aug 25, 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: a product shipment was received at the manufacturing site. However, the lens was not included as part of this return. Product testing could not be performed since the lens was not returned for evaluation. Therefore, the reported issue could not be verified and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens(iol) was fully inserted and removed during the same procedure from patient's operative eye due to stuck haptic. Another lens of same model and diopter was used to complete the procedure successfully. No further information is available.